Event description:
It was reported that the patient experienced uncontrolled pain. A study was performed (date not specified). A surgical intervention revealed a catheter fracture; the "catheter was adhered tightly to the interspinous ligaments and interlaminar space". The catheter was explanted and replaced. The patient outcome was recovered without sequela.

Event description:
Additional information received reported that a new catheter was placed on (B)(6) 2006, however the old catheter was left implanted and sealed with gelfoam.

Manufacturer narrative:
Catheter tightly adhered to ligaments and interlaminar space.